Event description:
The manufacturer representative reported that the patient had neglected to charge the battery. The root cause of the lead fracture was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a battery replacement (B)(6) 2016. The battery was dead and not able to be recharged. The patient states several attempts to do force recharge and they were unable. So at replacement, the battery was unable to be interrogated to check impedances. Upon checking intra-operatively with an impedance check, the lead was noted to be fractured. The lead replacement was on (B)(6) 2016. The patient's status at the time of report was alive with no injury.